Manufacturer narrative:
The device history record for this serial number was reviewed. There were no deviations or nonconformances related to this serial number noted in the record; the device met all functional and performance specifications prior to release. The device was returned and evaluated under a testing protocol. The device passed all testing under the protocol, including visual, reservoir evacuation, flow test (7-day), inadvertent bolus, and pressure/volume testing. Therefore, a malfunction was not confirmed. The complaint could not be duplicated in the course of the investigation.

Event description:
It was reported to intera that a patient with an intera 3000 hepatic artery infusion pump had a catheter clot. It was reported that patient was implanted on (B)(6) 2023, but was then hospitalized for 3 months and did not receive any pump refills during that time. On (B)(6) 2023, it was reported that the medical oncologist's team confirmed that the patient did not have any refills and was filled 30 ml of floxuridine. On (B)(6) 2023, it was reported that 33ml was the return volume. Patient was infused with 30ml of heparinized saline. On (B)(6) 2023, it was reported that 30 ml was the return volume. The surgeon decided to perform additional surgery to clear the catheter clot. On (B)(6) 2023, the surgeon reported he was able to get the clot out and reconnect the catheter to the pump. When he flushed the catheter, it was clear, however, when he accessed the pump to empty and fill, the pump returned nothing and when he pushed fluid in nothing returned. He made the decision to replace the pump. The new pump was filled with high dose heparin. He flushed the catheter and tested the flow with methylene blue to confirm proper perfusion.

Event description:
It was reported to intera that a patient with an intera 3000 hepatic artery infusion pump had a catheter clot. It was reported that patient was implanted on (B)(6) 2023, but was then hospitalized for 3 months and did not receive any pump refills during that time. On (B)(6) 2023, it was reported that the medical oncologist's team confirmed that the patient did not have any refills and was filled 30 ml of floxuridine. On (B)(6) 2023, it was reported that 33ml was the return volume. Patient was infused with 30ml of heparinized saline. On (B)(6) 2023, it was reported that 30 ml was the return volume. The surgeon decided to perform additional surgery to clear the catheter clot. On (B)(6) 2023, the surgeon reported he was able to get the clot out and reconnect the catheter to the pump. When he flushed the catheter, it was clear, however, when he accessed the pump to empty and fill, the pump returned nothing and when he pushed fluid in nothing returned. He made the decision to replace the pump. The new pump was filled with high dose heparin. He flushed the catheter and tested the flow with methylene blue to confirm proper perfusion.

Manufacturer narrative:
Intera has requested the device for evaluation; however it has not been returned from the customer at the time of this report. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.